Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the rep that the surgeon armed the trocar and went to insert trocar into the abdomen and arming button would not pop. The shield would not click and cover blade after entry. Opened another device to complete the case. There was no consequence to the pt.